Manufacturer narrative:
The device ro 10 013 has been inspected for investigation purpose. The tests performed confirmed that the head holder adaptor was broken. This part has been replaced. The internal complaint reference is the following: (B)(4).

Event description:
During a device test part of the preventive maintenance, it was identified that the head holder adaptor was non-functional. There was no patient involvement reported.